Manufacturer narrative:
Unit received with no audio/beeping alarms tones due to broken black wire of the piezo transducer. Unit received with all operating currents within spec and passed functional testing including the rewind, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Pump fail self test due to broken black wire of the piezo transducer. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced high blood glucose level of 425 mg/dl. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s symptoms were not noted, and the customer declined high blood glucose troubleshooting and self-treated with a manual injection. Customer stated the device was not beeping or vibrating, which made them miss some alarms. During troubleshooting, customer was assisted with a self-test, and the device did not beep during the tone test. Customer was advised a replacement infusion set would be sent out. The insulin pump will be returned for analysis.